Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer received bd micro-fine¿ insulin syringe(s) that had volumetric inaccuracy. Customer claims this inaccuracy was confirmed by her diabetoloist. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: investigation summary: customer returned (4) loose 3/10cc, 8mm syringes. Customer states that the scaling was incorrect and there was hypoglycemia. All returned syringes were tested using the plug gauge and the placement of the scale markings on the barrels fell within specifications. All samples were also tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 6319792 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200672850] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking defective and the 1st related complaint for hypoglycemia on lot # 6319792. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.